Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv0780 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient was admitted to hospital due to diseases such as double pneumonia, copd, and grade iii hypertension. Because of poor peripheral venous vascular conditions, a middle- and long-line catheter was planned to be placed in this patient. On (B)(6) 2020, catheterization was performed, with 29 cm of the catheter placed internally and another 3cm exposed externally. During ward rounds on (B)(6) 2020, the catheter was found to be ruptured at the 0 scale exposed externally.